Event description:
Same case as MDR ID#: 2134265-2014-01056. It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal right coronary artery(rca) to distal rca, posterior descending artery rca to av of rca. A 3.50x24mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion. Parallel wire technique was performed but the issue was not resolved. The device was then removed. It was noted that the distal edge of the stent was found to be lifted. The procedure was completed with a 3.50x12mm promus element plus stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).